Manufacturer narrative:
Investigation summary: two photos were returned for investigation and observed open seal in unit package. There is no transfer of sealing observed on the bottom web. Reviewed syringe device history record and abnormality detected during outgoing inspection. Investigation conclusion: from the manufacturing records, 30th oct 2017, production encountered sealing issues and the sealing gasket was changed for all cavity block. Probable cause could be the gasket came out from the cavity block resulting no transfer of sealing on the bottom web. The nonconformance could be due to improper backtracking performed by the production technician resulted in escapees. CAPA# (B)(4) was raised to address on sealing issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe luer-lok¿ there was an issue with sterility. The customer states ¿the client found a newly unopened singular packet of 50ml ll syringe to be pre-opened (not glued properly).¿ there was no report of injury or further medical intervention.